Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called emergency services after feeling unwell. The patient used pulse oximeter, which showed a pulse rate in the low 30s. Emergency medical personnel placed an external pulse generator and transported the patient to the hospital. The generator was explanted and replaced. The physician remarked that the device was "completely dead", and suspected premature battery depletion. The patient was discharged in stable condition.